Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high thresholds. It was noted the lead could not pace under 5v and could only pace under 10v sometimes. The lead was attempted and not used. Another lead was no patient complications have been reported as a result of this event.